Event description:
It was reported that the patient presented to the emergency department after receiving a shock. A remote monitoring transmission indicated that the patient had been treated for an episode ventricular fibrillation (vf) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. Intermittent atrial undersensing was also observed. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.